Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has fractured. Root cause: a definitive root cause could not be determined, but excessive or off-axis forces applied to the tip during use could cause the tip to fracture. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a stripped tether set screw driver was found during a surgery after the driver failed to engage the set screw while securing the cord. The surgery was completed with a second driver without any procedural delay or patient impact. Upon manufacturer investigation, it was discovered that the tip of the driver was fractured.